Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/04/2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator generated a battery failed error code. No patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03jan19. Date rec¿d by MFR 31dec18. The customer was provided with part number and price for the battery. Multiple attempts were made to see if the battery was replaced that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator generated a battery failed error code. No patient harm reported. The event date was not specified; estimate used.